Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose. The customer's blood glucose at the time of incident was 770 mg/dl, current blood glucose is 188 mg/dl and customer's blood glucose while hospitalized was above 770 mg/dl. The cause of hospitalization was high blood glucose and diabetes ketoacidosis. The customer was hospitalized due high blood glucose level on (B)(6) 2017. The customer stated that the drive support cap was normal. It also reported that the insulin pump was fell in water and there was fluid exposure to insulin pump and type of fluid exposure was salt water. The customer was wearing the insulin pump during the hospitalization. It also stated document of outcome of hospitalization was insulin drip. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The information provided were incorrect with the initial report. The correct information has been provided with this report.